Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2019, 459888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The physician attributed the dislodgement to patient anatomy and significant tricuspid regurgitation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.